Manufacturer narrative:
Since the device was not returned, it is impossible to proceed to actual evaluation. But, it is confirmed from the device history record that the suspected device had been manufactured with no significant issue and passed all the inspections. It is hard to find out exact root cause for this complaint, because the suspected device was not returned and it is difficult to reconstruct the situation at that time in the lab and limited info. We will continuously monitor whether similar or same complaint occurs. The suspected device is not registered to us FDA and it has not been shipped into the us. For "a. (B)(4).

Event description:
On (B)(6) 2015 bsd1008fw was implanted at lower bile duct. On (B)(6) 2015 physician checked the x-ray a part around stenosis seemed to be slightly kinked. On (B)(6) 2015 physician checked it again to decide whether this stent needs to be removed. As a result, slight expand was admitted and jaundice slightly relieved. Instead of removing the stent, which is originally what the procedure was going to be about, physician expanded stent with balloon dilation. Stent was expanded well enough for contrast media to flow through. Reportedly, physician commented that first failure of expansion is most likely attributable to the severe stenosis of the patient.